Manufacturer narrative:
No report of patient involvement.the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.the hospital reported that the flow sensor diaphragm was noted to be stuck open. The flow sensor was replaced which corrected the issue.

Event description:
The hospital reported that, during preoperative checkout, compliance measurement was not available. There was no reported patient involvement.